Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the device under test (dut) level detect module with a lab use only (luo) level sensor and reservoir simulators to a system 1 simulator. The level module operated as designed in the perfusion screen. There were no false alerts, alarms or other issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the reported issue. The level module was defective. There was a 'not connected' alarm while hooked to the test fixture. The fsr replaced the level module. The unit operated to manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the level module has malfunctioned. There was an audible alarm and a message on the central control monitor (ccm) 'not connected'. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.